Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run functional testing) was confirmed. As received, the monitor failed incoming functional testing. The cause for the failure was isolated to a shorted q3 component on the computer/analog pca. The root cause for the shorted q3 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the monitor was unable to complete incoming functional testing.